Event description:
The recipient reportedly experienced potential device failure. The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly experienced decreased performance prior to explant. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during this analysis. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient reportedly experienced decreased performance and elected for a technology upgrade. The device passed the external visual and photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.